Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 163668, lot: 324300, 32mm mod head cocr -3mm neck. Part: 14-103654, lot: 651160, univ 2-hole shl 54mm lnr sz 24. Part: xl-105924, lot: 418200, arcomxl 32mm rlc lnr hw sz24. Part: 103536, lot: 027150, ti low profile screw 6.5x45mm. Report source- foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02756, 0001825034-2021-02761, 0001825034-2021-02762.

Event description:
It was reported the patient underwent a hip arthroplasty and subsequently 5 years later is experiencing pain, loss of balance, dizziness, elevated metal ions, difficulty in walking and upset stomach due to the deterioration and failure of implant. No revision has been reported at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, b7, g3, h2, h3, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip arthroplasty and subsequently 5 years later is experiencing pain, loss of balance, dizziness, elevated metal ions, difficulty in walking and upset stomach due to the deterioration and failure of implant. No revision has been reported at this time. No additional information.